Event description:
As reported by our japanese affiliates, approximately 4 years post implant of a 23mm sapien 3 valve in the aortic position, the patient developed heart failure and severe aortic stenosis was noted. A valve in valve (viv) was performed.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for increased gradients was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. According to the technical summary, extensive investigations have shown that stenosis or increased gradient events for the s3, s3u, and s3ur valves post-implantation are not associated with device malfunctions or manufacturing nonconformances. Historically, these events have been due to patient factors (such as atherosclerosis, thrombosis, endocarditis, rheumatic fever, and pannus formation) and procedural factors (such as under-deployed valves, valve size selection, and patient-prosthesis mismatch). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional/ corrected information received from implant patient registry. The following sections of this report has been updated: update to a2, b4, d4, d6, e1, g3, g6, h2, h11. Corrected information: d4, d6, e1. Additional information: a2. The investigation and codes all remain the same as previously submitted.